Event description:
The dealer states that the unit operates fine on 2 lpms but when you move it up to 3 lpms the unit is shutting down right away. The dealer states that their are no alarm codes going off.